Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming error 1320. Per reporter, the patient removed/reinserted the batteries, powered on and cycled through settings, but pump alarmed programming incomplete. Reviewed settings: reservoir volume was 1, dose volume was 0.0, dose duration, dose cycle 4 hours, keep vein open (kvo) rate 0 ml, dose start immediately, given 0.00. Patient read medication label: 5fu, tbvi was 100 ml, rate was 2.17 ml/hour. Reporter stated the patient should be finished with infusion tomorrow, and thought the medication did not appear to be empty. Reporter noted possible over infusion. This event occurred at the patient's home and the patient did not experience any symptoms.

Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.